Manufacturer narrative:
The results of the investigation concluded that the spiral loop was torn and detached from the catheter shaft and could not be removed. Visual inspection was solely based upon a review of the images and video provided. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
While collecting geometry in the left atrium, the tip of the catheter became lodged in a small branch of the left superior pulmonary vein. After multiple attempts were made to remove the catheter, the catheter detached proximal to the circular electrodes. All electrodes remained wedged in the left superior pulmonary vein. The ablation case was continued and completed with another circular catheter completed with no other issues. There are no plans to remove the detached portion of the catheter.

Manufacturer narrative:
(B)(4).